Event description:
It was reported that the patient presented with an infected tactra penile prosthesis. The patient underwent a revision surgery, the infected prosthesis was removed, the infected area was washed out and an inflatable penile prosthesis (ipp) was implanted. The procedure was successfully completed. There were no further patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient presented with an infected tactra penile prosthesis. The patient underwent a revision surgery, the infected prosthesis was removed, the infected area was washed out and an inflatable penile prosthesis (ipp) was implanted. The procedure was successfully completed. There were no further patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.